Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) patient cable was loose at the rubber end near the black and white connector, the mpu bottom cover was damaged near the patient cable connection, and the handle was damaged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged handle and the rubber casing around the controller connectors was able to be confirmed. The mobile power unit (mpu) (serial number: (B)(6) was returned for analysis to the european distribution center (edc) and was evaluated and tested. Mpu was returned for a loaner. The mpu was visually inspected and the patient cable was loose at the rubber end around the black and white connector, had a damaged handle, and a crack on the housing at the patient cable connection. The mpu was functionally tested and was found to operate as intended. The mpu was repaired and the patient cable, handle and bottom cover were replaced. The mpu was functionally tested and was found to operate as intended. No further testing was performed. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the mpu (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 19oct2015. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.